Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block b6: explant date: (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70 . Serial: (B)(6). Batch: 5117167.

Event description:
It was reported that the patient underwent an explant procedure due to infection.